Event description:
It was reported bi polar cord malfunction. The end user was using the device and there was a spark and noticed the cord was compromised" it was confirmed that there was no patient injury or impact due to this and the surgeon was able to complete the procedure with a back-up. No negative impact in state of health reported. Concomitant/involved product filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4). Cross reference interial complaint ID: (B)(4).